Manufacturer narrative:
New information received provided event date 27jun2025 and male patient of 27 years.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had a screen calibration issue and was unresponsive. There was patient involvement, however no health consequences or impact.